Manufacturer narrative:
Unit alarmed failed battery test due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector. No cosmetic damage noted. Unable to verify off no power alarms due to failed battery test alarms.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump had turned off and did not have any power. Customer's blood glucose was 194 mg/dl. The customer used brand new energizer aaa battery. There was also no low battery alarm present in the alarm hisotry. The customer's insulin pump was not bumped or dropped. The customer stated this was the second incident where the insulin pump turned off without any alerts of low battery. No additional information provided.